Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following: the patient underwent a left total hip arthroplasty, then years later the patient began experiencing instability and recurrent dislocations. Patient underwent a revision procedure, during when, zimmer biomet components were implanted. The patient underwent another revision procedure due to failed hip arthroplasty - acetabular loosening, migration, osteolysis, bone resorption, and heterotopic ossification. The head, cup, and liner were removed and new zimmer biomet products were implanted. The patient continued to suffer from pain and difficulty ambulating following the revision. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 166025 integral revision 15x225mm lf 317640; 00631005836 liner 10 degree elevated rim 3.5 mm 62496983; 650-1057 cer bioloxd option hd 36mm 057690; 650-1065 cer option type 1 tpr sleve 997140; 00625006540 bone scr 6.5x40 self-tap 62405649; 00625006515 bone scr 6.5x15 self-tap 62553201; 00625006520 bone scr 6.5x20 self-tap 62572389; 00625006520 bone scr 6.5x20 self-tap 62405627; 00625006515 bone scr 6.5x15 self-tap 77002842; 00625006520 bone scr 6.5x20 self-tap 62528851. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03103, 0001822565 - 2020 - 03113,

Event description:
It was reported that the patient experienced traumatic left hip injury at age 14 and had a cup arthroplasty performed. Nine years later, the patient tripped and fell. The fall trauma resulted in a full left hip replacement. The patient was revised seven years post initial full hip replacement due to pain, recurrent dislocations and instability. Patient revised again twenty four years post full tha due to pain. Patient continues to suffer from paint and has difficulty walking. Attempts have been made and no further information has been provided.